Event description:
The ICD involved in this report was implanted on (B)(6) 2008, along with an isoline 2ct6 ventricular defibrillation lead (s/n (B)(4), reported under MDR # 1000165971-2012-00274). During scheduled follow-up on (B)(6) 2012, the physician observed oversensing episodes stored in the ICD memories. The user suspects emi or a lead insulation issue, and asks for a prompt analysis in order to identify the source of noise.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. The programmer files were reviewed. Please refer to the attached analysis report no (B)(4) for complete details. Conclusion: the observed noise sensing most probably results from an intermittent phenomenon related to lead issue (conductor failure/fracture, insulation failure) or a connection issue. None of them could be confirmed.